Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. The traveler rx balloon catheter is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, moderately calcified, 90% stenosed, proximal left anterior descending artery. The 3.0 x 12 mm rx traveler was being used for pre dilatation. During the first inflation at 6 atmospheres the balloon ruptured. No resistance was reported during advancement of the balloon catheter to the lesion. A non-abbott drug eluting stent was deployed successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported.